Event description:
It was reported there was no atrial or ventricular outputs. However when the outputs are checked independently then an atrial or ventricular output can be read. It was also reported the device failed preventative maintenance testing. During testing, could only get reading from the ventricular leads. When tested for atrial to ventricular interval, there was no reading. When both atrial and ventricular leads were connected to analyzer, there were no readings. The device was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of electrical specification and contaminated. Upper and lower cases are broken. Knobs and ring cover are contaminated. Side bail covers are missing. Lead flex cover is corroded. Battery contacts are compressed. Keyboard is scratched. Display is intermittent missing pixels.